Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting. The reporter stated that there was no damage to the battery cap and the cap was able to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of power loss. No damage to the battery compartment and cap was observed. The battery cap contact measurements were within specifications. The pump powered up with the returned battery cap and functioned properly. A rewind/load/prime sequence and a 24-hour exercise were executed without incidents. The pump casing was opened to further investigate. There was no evidence of intermittent connection with the power circuit. The reported power issue was verified in the black box but was not duplicate in the investigation.